Event description:
It was reported that a patient who underwent breast reconstruction with 620cc mentor memoryshape breast implants experienced breast pain and rippling post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Multiple lot (7437830/7435418) and serial numbers (B)(6) were provided. However, it is unclear which devices were impacted. This is reflected in section d. This patient was part of a post approval study.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 7437830 number, and no non-conformances were identified. Manufacturing date: mar/04/2017, expiration date: mar/03/2022. A manufacturing record evaluation was performed for the finished device 7435418 number, and no non-conformances were identified. Manufacturing date: feb/24/2017, expiration date: feb/26/2022 . Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).